Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (damaged cable or wires exposed and damaged monitor case) has been confirmed. Upon investigation the monitor was unable to complete incoming functional testing. The monitor's electrode belt receptacle wires were broken. The root cause for the damaged receptacle wires could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor belt receptacle was damaged.